Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the forceps elevator became non-functional as a non-olympus stent was being deployed. The user facility reported to have successfully reimplanted the same stent utilizing a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of a broken forceps elevator at the elevator raiser near the grip area. The device was examined and there was evidence of debris and residue found inside the elevator wire channel at the distal end of the device. There was also evidence of non-olympus repairs on the guide pipe unit, which connects to the elevator wire. Additionally, the distal end cover had a crack, which resulted in the failed distal end cover insulation test. The bending section rubber glue was found cracked and peeling, and the insertion tube was found buckled, scratched, and peeling. The cause of the user's experience cannot be conclusively determined. However, non-olympus repairs cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.